Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Explant date: unk. This product is not marketed in the us (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -7.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021 as a replacement lens to correct low vault but it did not resolve the problem. Per updated information the lens was replaced with a 13.7mm lens and the vault is now normal.